Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the guided tool change setting was not working properly. Every time the scope was removed for cleaning and then reinstalled, it would go past the guided tool change marker. The site was unsure why it was doing this, but it started doing it halfway through the case. The site was not at a point where they could restart the system or troubleshoot. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: there was no harm or injury to the patient due to the reported issue.

Manufacturer narrative:
The field service engineer (fse) reached out to the clinical sales representative (csr), who confirmed that they had no further issues with the guided tool change since they power cycled the system.